Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received an inappropriate shock while iontophoresis was being used during a facial which caused el ectromagnetic interference to be detected by the device. The device remains in use. It was recommended not to have iontophoresis performed anymore. No further patient complications have been reported as a result of this event.